Event description:
Misuse m-1500issue: the v. Mueller skull clamp model m-1500 was used in a posterior thoracic spine case with the patient positioned prone on a regular operating room bed and head secured in the skull clamp/pins by a neurosurgeon.  During the positioning process, the patient¿s head moved and the patient sustained a scalp laceration from the skull pin.  The surgeon reapplied the skull clamp and at the end of the case it was reported that one of the 3 pins was not making contact with the patient¿s skull. Additional information received from the customer during a phone call (B)(6) 2014. It was reported that the skull pins used with the instrument were mayfield integra disposable skull pins. The customer did not know which one of the three skull pins had the issue.

Manufacturer narrative:
(B)(4). One (1) m-1500 spetzler skull clamp device was received with lot code l11. It was confirmed to be manufactured september 2011. The device has potentially been in use for 3 years. The complaint description reported the skull pins caused a scalp lacerations and one of the three pins were not making contact with the patient¿s skull. The skull pins were not returned with the skull clamp device. Additional information was received that the end user was using non-carefusion skull pins from a competitor. The information received also suggested that the positioning process was performed while the pins were fixated into the patient¿s skull. Positioning process should be performed before the pins are fixed into place. During initial device review, wear and tear was noted in the finish as well as staining and yellowish permanent discoloration spots. All moving and threading parts functioned as intended except for the rocker arm assembly. The rocker arm¿s rocking motion was stiff and coarse. Sticky yellow residue was noted on the pivot area of the rocker arm, on the inside of the rocker swivel, near the inside of the rocker pivot screw and on pressure gauge threads. The rocker assembly was taken apart for further investigation. Excessive amounts of grime, debris and sticky yellow residue were observed. It was lodged in the pivoting crevice where the rocker arm pivots in the rocker swivel and on the shaft and threads of the rocker pivots screw. This sticky residue noted is causing the stiff movement of the rocker arm motion. The rocker arm¿s rocking motion must be smooth and rock side to side easily to allow for both headrest pins to make contact and adjust itself with the radius of the head/skull of the patient. The sticky residue and stiffness causing the rocker arm not to move easily enough to adjust to the radius of the patient¿s head/skull could potentially not allow the pins to make contact with the skull. Full quality assurance inspections were performed on the device. All gauge tests, thread checks and dimensional check pass. The stiffness in the rocker arm¿s motion and excessive play (looseness) in the clutch locking mechanism via the index knob was noted. The looseness noted is possibly due to normal usage. However, the locking mechanism functioned as intended. Based on the investigation of the device, the root cause was the unclean rocker assembly. The grime and sticky residue observed in the pivot/moving areas of the rocker arm assembly was heavily built up, thus restricting the smooth motion and causing the failure of the sample. It is also possible that a contributing cause to the failure mode was the non-carefusion competitor¿s skull pins that were used during the reported failure mode (not sent in for evaluation). The failure mode could have been caused if the skull pins were different sizes or not properly seated/inserted into their respective receptacles. Additionally, positioning the patient¿s skull while the pins were fixed in may have contributed to the failure mode. It should be noted that per carefusion¿s IFU (instruction for use), skull pins must be properly inserted into their respective skull clamp locations, they must be fully seated so that there are no gaps. Also, on patient fixation: failure to properly positioning the patient and to fully tighten all adjustment portions of this device may result in patient injury